Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump had damage. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, whole back piece came off, the piston came out, and there were wires coming out as well. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis